Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in a severely tortuous, and severely calcified bood vessel. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, at first inflation after the device successfully passed the target lesion, it ruptured. The procedure was cancelled. No patient complications were reported. The patient was stable after the procedure.

Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in a severely tortuous, and severely calcified blood vessel. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, at first inflation after the device successfully passed the target lesion, it ruptured. The procedure was cancelled. No patient complications were reported. The patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile examination confirmed that there were no kinks or damage. Pinhole was confirmed at the distal transition section of balloon. Fully bonded- no damage present on the blade. No other issues were identified during the product analysis. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint.